Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h14b26070 and h14a14037. There were no issues detected during the manufacturing processes. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date the patient was treated with intraperitoneal (ip) vancomycin 1 gram every 3-5 days, ongoing. The cause of the peritonitis was unknown. At the time of this report the patient was recovering from this peritonitis event. No additional information is available. This is report 1 of 3 involved in this peritonitis event.